Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then opened the device to perform a visual inspection; however, no discrepancies were observed. Each individual pcb assembly was then removed and tested on mock-up; however, no discrepancies were observed. Physio then reassembled the device, ensuring that each internal connection was properly secured and the reported issue could not longer be duplicated. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up cycle in order to power on. The device would attempt to power on, but then power off by itself. As a result, defibrillation would not be possible, if it were necessary. There was no patient use associated with the reported event.